Event description:
It was reported the customer had a crack by their insulin pump's reservoir. The customer also reported frequent battery changes. The customer's insulin pump would also reject new batteries. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.